Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. It is unknown when this event occurred but was reported to have occurred in (B)(6). The condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; however, patient injury or medical intervention were reported to be unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure f-27 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the safety slide clamp circuit due to safety slide clamp damage. The safety slide clamp assembly was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.